Event description:
It was reported that a perforation and a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that after a successful and uncomplicated procedure, an effusion was noted on the transesophageal echogram during the post-procedure effusion sweep. There were no patient symptoms or device damage. Approximately fifteen minutes later, the effusion increases for which a pericardiocentesis was performed and some blood was drained. At this time, medical staff waited until patients heart rate increased to 120bpm, resulting in more blood drained off. Due to the persistence of the effusion, patient was taken to surgery and a small pin hole perforation was discovered in the back of the laa. The perforation was successfully closed with a suture. Patient is doing well and expected to be discharged home. No other complications were reported. Patient was on eliquis and aspirin at this time.

Manufacturer narrative:
The patient code of hypertension was removed since no hypertension occurred.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that after a successful and uncomplicated procedure, an effusion was noted on the transesophageal echogram during the post-procedure effusion sweep. There were no patient symptoms or device damage. Approximately fifteen minutes later, the effusion increases for which a pericardiocentesis was performed and some blood was drained. At this time, medical staff waited until patients heart rate increased to 120bpm, resulting in more blood drained off. Due to the persistence of the effusion, patient was taken to surgery and a small pin hole perforation was discovered in the back of the laa. The perforation was successfully closed with a suture. Patient is doing well and expected to be discharged home. No other complications were reported. Patient was on eliquis and aspirin at this time.